Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Is the product code and lot number available for any of the ethicon devices used? Citation: j thorac cardiovasc surg 2006;131:1174-5. Doi:10.1016/j.jtcvs.2005.12.043.

Event description:
It was reported in a journal article that the patient underwent total arch replacement under hypothermic circulatory arrest concomitant with aorto-coronary bypass grafting on unknown date and suture was used to close the sternum. The patient experienced sternum instability on the 7th postoperative day. The patient experienced wound dehiscence on the 9th postoperative day. Re-closure of the sternum was performed on the 10th postoperative day. The surgeon noted that only the lower part of the sternum was broken, but all sutures were broken without loose knot. Conclusion: the cord sutures do not have sufficient reliability to close the sternum, especially in patients with chronic obstructive pulmonary dysfunction and obesity. Additional information has been requested.

Manufacturer narrative:
Product complaint # pc-(B)(4). Additional information was requested and the following was obtained: were the cases discussed in this article previously reported to ethicon?-no. If yes, please provide a complaint reference number. Is the product code and lot number available for any of the ethicon devices used?-possible code is (B)(4). Lot is not available.